Event description:
Customer reports to have received a motor error alarm. Alarm history showed bad battery, weak battery, no power alarm and low reservoir. During troubleshooting for motor error, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing. All operating currents were within specification and no motor error alarm or unexpected battery alarm was noted. However, the inside of the battery tube was corroded. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.